Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The shaft and hypotube were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was tightly folded. There were numerous kinks throughout the hypotube of the device. The hypotube had a complete hypotube separation 46 cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02aug2017. It was reported that crossing difficulties were encountered. The 75% stenosed, 8 mm in length target lesion was located in the moderately tortuous, mildly calcified and 3.8 mm in diameter left anterior descending (lad) artery. A 4.0 mm x 8 mm quantum maverick balloon catheter was advanced to dilate the lesion. However, during the procedure, it was noted that the shaft of the device got kinked at about 40 cm away from the hub. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.